Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Surgeon utilized mako shoulder in a case with implantation of full wedge augment baseplates (tornier perform reversed augmented glenoid) with a press-fit post. He reported that "after installing perform baseplate and drilling for peripheral screws - noticed glenoid was fractured".